Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while using the ilet with a g7 cgm and a cartridge-driven infusion set, the patient experienced a sequence of hypoglycemia followed by severe hyperglycemia after pausing insulin for approximately 3.5 hours and consuming multiple carbohydrate sources to treat the low; later, persistent hyperglycemia occurred until the infusion site was replaced and insulin delivery resumed. Symptoms included upset stomach and dry mouth. Outcomes included self-treatment of hypoglycemia with oral carbohydrates, no ketone testing, no professional medical intervention, and eventual improvement in glucose to 155 mg/dl. Investigation included guided checks of infusion set/tubing, cgm-to-fingerstick confirmation with meter readings reported as ¿high,¿ and infusion site replacement. Investigation of this case revealed that insulin suspension and overtreatment of the low contributed to rebound hyperglycemia, with possible intermittent cgm connectivity issues complicating assessment, and that insulin delivery resumed after site change with downward glucose trend. It was concluded, based on previously established findings for similar reports, that user-related factors including overtreatment of hypoglycemia and delayed resumption of insulin were the primary causes, with no device malfunction confirmed.